Event description:
It was reported that the lead was capped approx. 26 months after the implantation due to oversensing and a decreased pacing impedance. No adverse patient events or inappropriate therapies were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 28, 2022 and may 25, 2023 recorded the pacing impedance around approximately 400 ohms with four decreases to <250 ohms at the end of the recording period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to oversensing as well as ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.